Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2019: gablofen with concentration 2,000.0 mcg/ml at a dose rate of 261.8 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via return paperwork regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump for intractable spasticity and cerebral palsy. It was reported the patient started having increased leg spasticity in (B)(6) (date not specified). The entire system was replaced on (B)(6) 2019. Additional information was not received. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump device passed all testing in the laboratory and no anomalies were identified. Analysis on the catheter found no significant anomalies. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (b)(60 2019, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2019-oct-28. It was reported that the patient had increased spasticity intermittently in (B)(6) 2019. On (B)(6) 2019 at the catheter access port, there was no csf leak (flow). The patient was admitted on (B)(6) 2019.